Event description:
Oxygen flow meter was found to be "plugged in" a nitrous oxide outlet. Flow was found to be available. There is no evidence to suggest patients have ever received nitrous oxide. There is no evidence to suggest that oxygen flow meter was ever used. Examination demonstrates connector has a break in metal and plastic component which allows connection to enter nitrous oxidedevice not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: design - human factors. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, other. Invalid data - on device destroyed/disposed of status.